Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted and the customer indicated that the pump was not delivery properly during the fixed prime. Additionally, the customer stated the the doctor determined the pump was the cause of the elevated blood sugars.